Event description:
It was reported that this was a pvp for vertebral fracture on (B)(6) 2026. The products in question were used in right procedure. Trocar, drill, plunger was used and synflate balloon was inserted into the body, it was confirmed that if the rear of the balloon was in the outer tube or not. Inflation had started. The balloon raptured when it was over 2cc before the pressure increase. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.